Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not returned to the manufacturer. However, the ICD subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, and the at/af episode count was missing/invalid. Analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range. Analyst commented, episode #63 detailed episode data is invalid. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.